Event description:
It has been reported to philips that the system shuts down intermittently. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned without the use of reference monitor. The customer reported that the system was intermittently shutting down. During troubleshooting, the fse found that the system had a bad splitter which caused the flexvision monitor to lose the reference signal. The fse replaced the dvi splitter from the spares. After replacement of the dvi splitter, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The purpose of a reference image is to provide a fixed view of a previously acquired image of the patient¿s anatomy during an interventional procedure. For example, the physician may use the reference image to help with identification of anatomical landmarks in order to maneuver devices such as a catheter or wire. An example of a reference image may be a saved image of the heart in which contrast dye has been used to identify the coronary vessels of the heart. The benefit of using a saved image or cine loop is that the physician does not have to repeatedly inject contrast dye into the patient to view the heart vasculature. Thus, a physician can reduce the amount of contrast dye used and reduce the amount of fluoroscopy exposure time for the patient. While a reference image is a useful adjunctive element, it is not considered to be a critical input into how the procedure is executed by the physician. If the reference image is suddenly lost or becomes unavailable, it is expected that the physician will continue to proceed using live fluoroscopy imaging. A lost reference image would be considered more of an inconvenience to the physician, but the image loss would not compromise the integrity of the device¿s imaging capabilities nor affect the ability of the physician to complete the procedure. Therefore, loss of a reference non-live image is not likely to result in a hazardous situation that could cause or contribute to a serious injury or death to patient or user and is therefore not reportable. Given these considerations, this scenario is not likely to cause/contribute to serious injury or death should it recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.